Event description:
It was reported that the patient was having difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well post operatively. No device malfunction suspected. The explanted device was retained at the facility.